Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit was working satisfactorily on ac mains. When the unit was switched on while on battery, electrical test failure code #50 occurred. The fse replaced the batteries. The unit was then working satisfactorily on both ac mains and battery. The iabp was handed over to the customer in good, working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a electrical test failed code #51. There was no patient involvement. There was no patient involvement.